Manufacturer narrative:
(B)(4). The customer reported the ac power module connector separated and the wires broke. There was no reported patient involvement, the customer was sent a replacement ac power module to resolve the failure.

Event description:
The customer reported the ac power module connector separated and the wires broke. There was no reported patient involvement.